Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6), 2011. According to the complainant, while deploying the band onto the varix, it was noticed that two bands deployed at the same time. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure, performed on (B)(6), 2011. According to the complainant, while deploying the band onto the varix, it was noticed that two bands deployed at the same time. The case was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.